Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms were received during bolus delivery. The customer's blood glucose (bg) level was 434mg/dl. A system check was performed and the pump performed as intended. No damage was noted to the cannula. After the system check, the customer successfully delivered a correction bolus to address the bg level. Reportedly, the customer keeps their pump inside their pocket which may have led to an abrupt temperature change to the pump during the bolus deliveries. The customer was to monitor the temperature changes when delivering boluses.